Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a0405 captures the reportable event of ro marker band detachment of device or device component.

Event description:
It was reported to boston scientific that a flexima plus biliary stent was attempted to be used during an endoscopic biliary stent placement procedure in the hilar bile duct to the distal bile duct, performed on (B)(6) 2023. During the procedure, the flexima plus biliary stent was successfully deployed in the right bile duct. When a second flexima plus biliary stent was inserted in the left bile duct, the ro marker of the flexima plus biliary stent implanted in the right duct detached. The detached flexima plus biliary stent was retrieved successfully, and no other stent was used to replace the detached stent in the right bile duct. The procedure was completed and there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a0405 captures the reportable event of ro marker band detachment of device or device component. Block h10: the returned radiopaque (ro) marker of the flexima plus biliary device was analyzed, and a visual evaluation noted that the ro marker had scratch marks. The reported event of ro marker detachment was confirmed. The flexima biliary stent and delivery system were not returned and a technical analysis could be not performed. Therefore the reported event of stent break could not be confirmed. A detailed review of the manufacturing documentation for the flexima plus biliary stent with delivery system revealed that this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. The investigation concluded that most likely the scratch marks found on the ro marker were caused by the retrieval attempts made during the stent detachment. Based on all the available information and in the absence of the flexima plus biliary stent and delivery system return, boston scientific concluded that the most probable cause of the reported event is cause not established.

Event description:
It was reported to boston scientific that a flexima plus biliary stent was attempted to be used during an endoscopic biliary stent placement procedure in the hilar bile duct to the distal bile duct, performed on (B)(6) 2023. During the procedure, the flexima plus biliary stent was successfully deployed in the right bile duct. When a second flexima plus biliary stent was inserted in the left bile duct, the ro marker of the flexima plus biliary stent implanted in the right duct detached. The detached flexima plus biliary stent was retrieved successfully, and no other stent was used to replace the detached stent in the right bile duct. The procedure was completed and there were no patient complications reported as a result of this event.